Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during drain 1. The technical service representative (tsr) assisted the home patient (hp) as the hp stated that the patient line clamp was closed during prime. The patient line was not primed prior to the hp connecting and starting therapy. The tsr reviewed proper setup procedures and the hp. The hp would notify the nurse and start over with new supplies. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated the event was not reported to her and the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: this complaint was confirmed. The root cause was determined to be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The label review found the labeling adequate for the use error in this complaint.